Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reporting pain, suspicion of rupture and concern of "of developing anaplastic large cell lymphoma". This relates to the left device. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety-product/procedure: unable to observe as it is not related to the device. Rupture: not observed openings during the analysis. Deformation: observed. Pain: unable to observe as it is not related to the device. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reporting pain, suspicion of rupture and concern of "of developing anaplastic large cell lymphoma". Physician has further reported deformation of the left breast. This relates to the left device. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reporting pain, suspicion of rupture and concern of "of developing anaplastic large cell lymphoma". Physician has further reported deformation of the left breast. This relates to the left device. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 19aug2024.

Event description:
Patient reporting pain, suspicion of rupture and concern of "of developing anaplastic large cell lymphoma". Physician has further reported deformation of the left breast. This relates to the left device. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: anxiety-product-procedure: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Deformation: observed. Rupture: not observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reporting pain, suspicion of rupture and concern of "of developing anaplastic large cell lymphoma". Physician has further reported deformation of the left breast. This relates to the left device. Device has been explanted and replaced.